Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an occlusion and was in atrial fibrillation (af). It was also reported that the right atrial (ra) lead exhibited a lead warning for high impedance, oversensing and a possible fracture. Both the ra and rv lead were capped and replaced. No further patient complications have been reported as a result of this event.